Event description:
Customer reported the system will not produce x-rays from the handswitch and displayed a switch security error. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and ordered a hand switch for the customer to replace.